Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated the device was working peoperly. Recommended changing the infusion set and call back when they feel well enough to continue testing the pump.